Manufacturer narrative:
Information references: the main component of the system and other applicable components are: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. Product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer's representative (rep) reported the entire system was explanted.

Event description:
The patient developed an infection in the area of the implantable neurostimulator (ins). The infection was confirmed. The ins had to be removed one month post implant due to the infection. No symptoms were reported. Additional information has been requested to get more information regarding this event. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a275, serial# (B)(4), implanted:(B)(6) 2015, explanted:(B)(6) 2015, product type: lead. Product ID: 977a275, serial# (B)(4), implanted:(B)(6) 2015, explanted:(B)(6) 2015, product type: lead. (B)(4).